Event description:
It was reported that embolization occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device and delivery (wds) system were selected for use. Transesophageal echocardiography (tee) imaging was used during the procedure. The 20mm wds was attempted and after multiple recaptures achieved all position, anchor, size and seal (pass) criteria. The device was released. The tee physician went back and evaluated the device after ten minutes and noted it had shifted proximally. The plan was to retrieve the device, but sludge had formed behind the device. A heparin drip was started. Several hours later the patient was brought back and the 20mm wds was snared out of the descending aorta after it had eventually embolized from the laa. Angiography confirmed the aorta was intact and there was no dissection. The patient was listed in stable condition.